Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. Exterior visual inspection showed signs of physical damage. The catch post was not aligned with cassette door, and needed to be adjusted in production. Dried fluid was found within the cassette compartment during the visual inspection. No leak was reported by the user. The source of the dried fluid could not be determined. Testing found no indication of an equipment failure that would cause a fluid leak. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The simulated treatment was performed and completed without any failures or problems. The weighed and programmed displayed fill values were within tolerance. Physical tests passed. Internal inspection found no issues. The cycler performed as designed and the complaint cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation of the liberty cycler found no indication of a causal relationship between the product and the reported event.

Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon completion of the plant¿s investigation. Patient medical records were received and reviewed. Clinical review found that there was no documentation in the medical record supporting a possible association between the liberty cycler and the patient's complaints of nausea, vomiting and diarrhea and the patient's subsequent hospital admission and the event of peritonitis. The patient is medically complex with a multitude of comorbidities which put the patient at risk of adverse events. It was further reported that the patient was non-compliance with medication regime which may have been a contributory factor.

Event description:
A peritoneal dialysis (pd) patient reported that he had been hospitalized. Additional information received from the patient¿s pd nurse, including patient medical records. The patient was admitted to the hospital on (B)(6) 2016, presented with nausea, vomiting, diarrhea, fatigue, shortness of breath, stomach pain, and inability to hold down oral fluids. The patient reported that the stomach pain was around the catheter and further reported that the patient's effluent had changed color recently. The patient's vital signs upon admission were as follows: temperature: 98.9; pulse: 111; bp 194/99; o2 saturation on room air - 100%. During the hospitalization the patient was diagnosed with peritonitis. The patient¿s pd fluid was cultured and the results of the culture were positive for (B)(6). The patient was treated with the antibiotics vancomycin and gentamicin, through the intraperitoneal route, while the patient was in the hospital. Nephrology was consulted to continue the patient's pd therapy during hospitalization. The patient was discharged on (B)(6) 2016. The nurse confirmed that, upon discharge, the patient¿s prescribed antibiotic treatment is to be gentamicin at 0.6mg and ancef at 1.5mg per kilo of dialysate, every day, for 3 weeks, through the intraperitoneal route.